Event description:
The rptr claimed that the buttons are locked and is unable to unlock it by pressing the up/down buttons. There was no adverse event associated with this complaint. The pump was replaced.

Manufacturer narrative:
The device has not been returned to animas for eval. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.